Event description:
The customer reported that his olympus hd 3cmos camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The subject device was not displaying an image during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received noting that this was discovered during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed by exchanging the product for another like-device. No harm to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.